Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced two times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 522:320 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a loose harness connection found in user interface module/printed circuit board p12 . The harness was reconnected to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 522:320, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.